Event description:
It was reported that a fractured instrument was noted following sterilization. There was no patient involvement.

Manufacturer narrative:
(B)(4). G2: foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04) - provisional top. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use and that it is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.